Event description:
Dialysis pt was in interventional radiology for declot procedure of left forearm av fistula. Fogarty balloon being used for procedure broke when it was inflated. There was no harm to the pt; fogarty balloon involved was removed and another fogarty balloon was used to accomplish the procedure. After the procedure, the pt was discharged and transferred to the dialysis center for her dialysis treatment.